Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # (B)(4): the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during implant, the lead showed low p-waves and high thresholds in several locations. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.